Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an off no power alarm without any warnings prior. The customer's blood glucose was 150 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.